Manufacturer narrative:
A mfg review could not be performed, as the lot number was not provided. The sample was discarded by the user facility; therefore, a sample eval could not be performed. The results of the investigation are inconclusive. It was reported that the diameter of the vessel being treated was 6mm. The balloon size used has a diameter of 5.0mm, indicating that the balloon used was undersized to the vessel. Using a smaller balloon inside a bigger vessel can lead to a z-kink creation at the proximal end of the balloon. It should be noted that this size balloon is susceptible to the creation of a z-kink. The following conditions are seen in z-kinks: length of the balloon is longer than 120mm. The balloon is inflated to 12atm (rbp). Balloon is undersized to the vessel. Focal lesions are present. It should also be noted that the precautions section of the IFU (instructions for use) states the following: "fully evacuate the balloon prior to withdrawing the system. Larger sizes of vascutrak balloons may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out the transition from connection of the balloon to the inflation lumen." Several procedural/pt factors can influence the ability to deflate this balloon as intended. However, the IFU provides the user with the necessary instructions to successfully deflate the balloon if a z-kink occurs. Based on the info provided, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings: to reduce the potential for vessel damage or difficulty in deflating, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. Precaution: use the recommended balloon inflation medium ((B)(4)). It has been shown that a (B)(4) ratio has yielded faster balloon inflation/deflation times. Never use air or other gaseous medium to inflate the balloon. Fully evacuate the balloon prior to withdrawing the system. Larger sizes of vascutrak balloon may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out the connection of the balloon to the inflation lumen. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilation catheter over the wire through the introducer sheath. Deflation catheter preparation: prior to use, the air in the balloon catheter should be removed. To facilitate purging, select a syringe or inflation device with a 10ml or larger capacity and fill approx half of it with the appropriate balloon inflation medium ((B)(4)). Do not use air or any gaseous medium to inflate the balloon. Note: it has been shown that a (B)(4) contrast / saline ratio has yielded faster balloon inflation / deflation times. Use of the vascutrak pta balloon dilatation catheters: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and slowly inflate the balloon with an inflation device. It is recommended that the balloon pressure be increased 1 atm every 30 seconds until the lesion is effaced or the rated burst pressure is reached. Slowly apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon.

Event description:
It was reported that a pta balloon would not deflate. Reportedly, the physician used a needle to puncture the pta balloon in order to deflate it and remove the device from the pt. No report of injury to the pt.